Manufacturer narrative:
Based on the claim against the product by the customer noting the integrated electrosurgical unit external foot pedals were not working, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. Isi field service engineer fse was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse was able to replicate the reported issue. Fse confirmed that the connectors on the pack for the pedals were not working. Fse replaced the erbe generator to resolve the issue. The system was tested and verified as ready for use. Isi has received the iesu involved with this complaint; however, failure analysis has not completed their investigation. Therefore, the root cause of the alleged customer reported failure mode has not been determined. A follow up MDR will be submitted if the product is returned post failure analysis evaluation or if additional information is received. This complaint is considered a reportable event due to the following conclusion: the electrosurgical generator unit esu was abandoned/replaced after the start of the procedure and the surgeon was able to continue with the procedure robotically with a backup esu. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the site discovered that the erbe generator foot pedal was not working. The site checked the connections, and they were plugged in. The procedure was completed with no reported injury. Intuitive surgical, inc. Isi followed up with the initial reporter and obtained the following additional information: the surgeon needed the vision side cart vsc to work. They exchanged carts and completed the procedure robotically. There was no harm to the patient. The patient demographic information was not available.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The integrated electro surgical unit (iesu) was analyzed, and failure analysis investigations were unable to replicate or confirm the reported issue. The generator energized, cauterized, and all ports recognized instruments. The complaint was not confirmed based on failure analysis.

Event description:
Refer to h10/h11 for follow-up information.